Manufacturer narrative:
(B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 20.6-21.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 20.6-21.3 cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at the same location.